Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for one pt. A pt sample was tested for accu tni and a result of 1.34 ng/ml was obtained. The original sample was re-tested twice and repeated results were 0.13ng/ml and 0.31ng/ml, respectively. The sample was also tested on a different instrument in the customer's lab and a result of 0.17ng/ml was obtained. The results were not reported out of the lab. There was no an effect to pt in connection with this event.

Manufacturer narrative:
The customer collects accu tni samples in plastic bd lithium heparin tubes with a gel separator. The specimens are centrifuged at 6,000 rpms for 6 minutes or at 3,000 rpms for 10 mins. Qc was within established ranges prior to and after the event. Per customer, system checks were within instrument specifications, but no data has been provided to date. Per customer data, maintenance is being performed per bci guidelines. A filed service engineer (fse) was not dispatched for this event. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.